Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have to press buttons a couple times to get it works. The customer¿s blood glucose level was unknown. The customer also reported that the rewind was sluggish and grinds louder. The insulin pump will not be returned for analysis.